Event description:
It was reported that balloon rupture occurred. The patient underwent shunt percutaneous transluminal angioplasty. The 95% stenosed target lesion was located in moderately tortuous and severely calcified shunt vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.